Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer blood glucose level was above 600 mg/dl at the time of incident and current blood glucose is 518 mg/dl. Customer report they performed high performance test and they received insulin flow block alarm. The customer did experienced the symptoms such as they did not feel great. The customer treated with the manual injection and insulin pump. Customer performed troubleshooting. The insulin pump will not be returned for analysis.